Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. The patient was treated with injection vancomycin (2g, once in 5 days, and route not reported), fortum (intraperitoneally, 250g, three times a day, every bag, duration not reported), ciplox (tablet, 250mg, twice a day, duration not reported) and flucon (150mg, once a day, route and duration not reported) for peritonitis. The outcome of the event was unknown. Dianeal therapy was ongoing. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional information: on an unreported date, the peritoneal dialysis fluid was clear. The patient was recovered from the peritonitis event (previously reported as unknown outcome). Should additional relevant information become available, a supplemental report will be submitted.